Manufacturer narrative:
The device was returned to medtronic. The stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 9th, 10th and 29th distal stent wraps with struts raised and misaligned. Proximal stent od = (0.0575 inches); mid stent od = ( 0.0379 inches); distal stent od = ( 0.0396 inches). Specification = ( 0.055 inches) max. Slight deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. A kink was visible on the distal shaft at 5.5cm proximal to the distal tip. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use a resolute onyx rx drug eluting stent to treat a moderately calcified and mildly tortuous mid lad lesion exhibiting 70-80% stenosis. No damage to device packaging and no issues removing the device from the hoop/tray. The device was inspected with no issues noted. Negative prep was not performed. The lesion was pre-dilated. During the procedure, the device passed through a previously deployed stent. Resistance was encountered and excessive force used. The device failed to cross the lesion and further pre-dilation was done. It was noted that the strut of the stent was damaged prior to another attempt to cross.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was attempting to use a resolute onyx rx drug eluting stent to treat a moderately calcified and mildly tortuous mid lad lesion exhibiting 70-80% stenosis. No damage to device packaging and no issues removing the device from the hoop/tray. The device was inspected with no issues noted. Negative prep was not performed. The lesion was pre-dilated. During the procedure, the device passed through a previously deployed stent. Resistance was encountered and excessive force used. The device failed to cross the lesion and further pre-dilation was done. It was noted that the strut of the stent was damaged prior to another attempt to cross. The patient is alive with no injury.